Event description:
It was reported that the touchscreen of a pump was unresponsive. There was no reported impact to the customer¿s blood glucose level. The pump was turned off and sent to the distributor for further inspection, where it was observed that the pump started and functioned normally, with no alerts or alarms. The pump successfully delivered insulin and was confirmed to be in working condition.